Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow-up, myopotential oversensing was detected on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable.